Event description:
Supplemental report is being submitted due to the re-completion of the investigation on 10-jan-2023.

Manufacturer narrative:
Device evaluation: the zisv6-35-125-6.0-80-ptx device of lot number c1796037 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review: there is no evidence to say the user did not follow IFU. Please note that the instructions for use (ifu0117) states the following: ¿if high resistance is felt on the thumbwheel prior to deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent¿. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a very tortuous patient anatomy. From the information given, it is known that the patients anatomy was very tortuous and very angulated in places. As per engineering and product manager, there was likely tension built up in the device due to the tortuosity of the anatomy which caused the stents to jump. This tension could have been caused by the retraction sheath becoming compressed longitudinally, which then, in turn, caused the stent to jump. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The doctor deployed the first stent and said the distal end jumped forward ((B)(4)). This was left untreated at the proximal end of the deployed stent and they used another stent which also jumped forward ((B)(4)). Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Pre market clearance # - p100022/s027. The investigation is still underway. The results and conclusions will be provided in the final report.

Event description:
Doctor deployed the first stent and said the distal end jumped forward. ((B)(4)) this left untreated at the proximal end of the deployed stents and the had to use another stent. This also jumped forward ((B)(4)). A section of the device did remain inside the patient¿s body. Yes, both stents were implanted the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Device evaluation: the zisv6-35-125-6.0-80-ptx device of lot number c1796037 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zisv6-35-125-6.0-80-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-6.0-80-ptx of lot number c1796037 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1796037. It should be noted that the instructions for use (ifu0117) states the following: ¿¿caution: torqueing the device may lead to difficulty or inability to deploy and/or move device over the wire guide. ¿¿ there is evidence to suggest the user did not follow the IFU. Root cause review: following the initial failure mode determination of "not having the stability sheath inside the access sheath during deployment" additional information was received from the customer outlining "that the stability sheath was inside the access sheath". A definitive root cause of user error: physician twists and damages device while straightening delivery system was later identified from the available information. As per engineering input "the only other way that stents can get compressed or jump during deployment is if the user pushes or twists the delivery system. Pushing or twisting is plausible because the user may have done exactly the same thing when deploying both jumped stents." Another potential root cause or contributory factor could be linked to tortuous patient anatomy "tension in both delivery systems due to tortuous anatomy. " as per additional information received "the anatomy was very tortuous. He stressed this!". It is possible that the user technique i.e. Pushing or twisting while deploying combined with tortuous patient anatomy may have caused a build-up of pressure resulting in the stent jumping forward. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of investigation on 09-may-2022.